Event description:
Trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient experienced a non-q wave mi (myocardial infarction). The procedure identified one de novo, mildly tortuous, 41% stenosed target lesion in the proximal lad (left anterior descending). The lesion was direct stented using this 16x3.0 taxus liberte stent at 18atm. It was noted that, the patient experienced a side branch flow impairment with placement of this stent, resulting in the mi. The mi was treated medically with no further consequences to the patient and the patient was discharged seven days later. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.